Event description:
It was reported by a customer on (B)(6) 2011 the fiber did not work but made the laser switch to stand by four times at 45,002 joules. Per an american medical systems representative, advised that the laser indicated the fiber overheated and then went into stand by. Per the customer, after the four attempts the procedure was able to be completed with the fiber. The patient outcome was not given.